Event description:
The patient was hospitalized for a lung abscess and pneumonia. They were due for a refill on the date of the report, but the healthcare provider (hcp) at the hospital did not have privileges to fill the pump. The pump contained morphine, baclofen, and bupivacaine.

Manufacturer narrative:
Concomitant product: product ID 8703w, serial# (B)(4), implanted: (B)(6) 1997, product type catheter. (B)(4).